Event description:
Additional information received reported that there was an elective replacement indicator (eri) message and it had been for a while, maybe a month or two. At first it turned itself off and then the patient was sent to a healthcare provider (hcp). The patient talked to the right people about that already and they wanted to put another on in and add another lead wire because the patient was not getting enough coverage. The patient hadn¿t been getting enough coverage for maybe the past 6 months prior. The patient had seen the manufacturer representatives (rep) within that time. The patient had trouble and a rep tried to set the programmer for wider coverage. Another rep noted they need to add another lead wire. The patient was waiting on workers comp to come through. The implantable neurostimulator (ins) was reaching eri and shutting off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown if the event was device related or if reprogramming was needed. The patient had their implantable neurostimulator (ins) checked last may and the manufacturing representative suggested the patient see a surgeon. The patient had consult with a surgeon on (B)(6) 2014 for a revision.

Event description:
It was reported that stimulation was turning off. The patient woke up in pain on the night prior to the date of this report. The stimulation was turned off. Stimulation was not turned off by the patient. The patient used the programmer and the programmer showed the implantable neurostimulator (ins) battery was almost full, the patient used the recharger to verify and recharged the ins for 15 minutes and then the recharger showed the ins was fully charged. The patient had been charging more often to make sure the ins did not go down too low.

Manufacturer narrative:
Concomitant medical products: product ID 355029, lot# n0051188, implanted: (B)(6) 2006, product type: accessory; product ID 3 708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377760, lot# v004736, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information reported that it was thought that the battery was getting too old. The battery had not been checked the last time the manufacturer representative reprogrammed the patient¿s device. It was thought that maybe it was low on charge but then it was stated that it was almost fully charged. It was noted that it should¿ve been getting close to the time when the patient would need the ins replaced because it had been implanted so long. The ins was noted to be in continuous mode and the patient was receiving effective therapy. The battery was going to be checked next time the manufacturer representative met with the patient. A follow-up report will be initiated if further information is received.

Manufacturer narrative:
(B)(4).